Manufacturer narrative:
Concomitant medical products: 1156t lead, implanted: (B)(6) 2008; 7120 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there may have been telemetry issues with the patient¿s cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.